Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement. No other info or details are available. No pt injuries or complications were reported.